Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the patient's left ventricular (lv) lead had an increase in capture threshold. A chest x-ray confirmed the lv lead had dislodged. The lead was explanted and replaced. There were no patient consequences throughout.